Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 25 mg/dl, and the meter bg reading was 372 mg/dl. The customer went to the emergency room (ER) for what was thought was a low bg value (sensor read 25 mg/dl). While in the ER the customer had their bg tested and it was determined that the low sensor reading was not accurate. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.